Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: correction: initial reporter phone. Block h2: device evaluation: block h11: investigation results the device returned and it was found that the suture had six knots. Additionally, the handle was rotated 180 degrees until an audible click was listened. No problems were found in the handle. The ligator housing was not returned for the analysis. Also, during the media inspection of the pictures attached it was not possible to observe any defect with the device. The reported event of bands failure to deploy was not confirmed. The most probable cause of the reported issue cannot be established due to lack of evidence. The ligator housing was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The reported patient code, hemorrhage, minor in rectum, is not listed in the instructions for use. An investigation to address this problem is in progress. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the first two bands were deployed normally but after that, the bands failed to deploy. Because it could not be deployed, the anorectal mucosa of the patient was bleeding, and then the hemostatic clip was applied. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the first two bands were deployed normally but after that, the bands failed to deploy. Because it could not be deployed, the anorectal mucosa of the patient was bleeding, and then the hemostatic clip was applied. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device.